Event description:
Patient received spinal anesthesia. A 16 french latex free foley catheter was placed preoperatively, in or (operating room) by rns (registered nurses) [redacted] and [redacted]. Foley placed uneventful, noted draining yellow urine. Surgery was uneventful with use of open simpson forceps, by dr [redacted], for assistance on delivering newborn head. Upon completion of cesarean section while dr [redacted] and [redacted] were expressing patient uterus, foley catheter came out and tip of foley catheter was noted missing.